Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking at the junction upon disconnection from the trifuse. The set is changed every seven days when the caps on the lines are changed. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking at the trifuse was not confirmed. Visual, functional, and pressure testing did not reveal any evidence of damage or anomalies on the set and its components. The customer¿s report could not be replicated and the set functioned without fault. The root cause of leaking at the trifuse was not identified.